Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by hospital staff that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 61 mg/dl at the time of admission. The customer experienced symptoms such as feeling weak and collapsing. The customer was wearing the insulin pump during the incident. The customer's trainer and case worker believe the pump was malfunctioning. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.